Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion is the rca with mild tortuosity and no calcification. The voyager ruptured at the third inflation at 12 atm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that may contribute to balloon damage may include manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was reported as mildly tortuous, which could have contributed to the reported rupture. The rupture occurred during the third inflation, which suggests that the device was prepped and inflated two times successfully. Without the device, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported issue.